Manufacturer narrative:
The reported event that the device was not accurate was confirmed by the device evaluation. Any physical impact to the tracker can cause to the reported event. Additionally, the instrument should be checked with the navigation system to ensure that they are functioning properly.

Event description:
It was reported that during testing conducted at the user facility the device was found to be inaccurate. No patient involvement or procedural delays were reported with this event.

Event description:
It was reported that during testing conducted at the user facility the device was found to be inaccurate. No patient involvement or procedural delays were reported with this event.